Event description:
It was reported that there was undersensing on both the right ventricular (rv) lead and right atrial (ra) lead. The leads remain in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.